Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are missing additive which has resulted in fibrin clots in the serum. Additionally, an unspecified number of tubes are missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-jun-2025. Investigation summary: bd received 18 samples and 2 photos for investigation. A visual inspection was conducted on the returned samples for various defects. None of the samples showed gel defects, all samples were found to have a missing additive, and one sample was missing a label. The customer photos depict a tube without a label and a tube with no additive; however, fibrin was not observed. Additionally, 30 retain samples were subjected to visual inspection for missing additive, and they all passed inspection. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: missing label, missing additive and fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are missing additive which has resulted in fibrin clots in the serum. Additionally, an unspecified number of tubes are missing a label. No adverse impact was reported regarding the patient or user.